Event description:
Information was received indicating that this ambulatory infusion pump was not working correctly. It was not specified whether or not this occurred during infusion or interrupted therapy. The patient stated that they felt more tired and they were not able to walk as far. It was noted that the pump rate matched the dose and there were no alarms for the pump. No adverse patient effects were reported.